Event description:
It was reported that the customer's blood glucose (bg) level displayed as "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. The customer addressed the bg by performing a supply change, and no further assistance was required from technical support.